Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to clotting of the circuit preventing rinseback of the patient's blood. The reported pressure alarms are attributed to inadequate blood flow from the patient's vascular access. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial pressure alarms followed by low effluent pressure alarms occurred at the start of a routine hemodialysis treatment. Rinseback was not performed due to visible clotting in the extracorporeal circuit, resulting in an estimated blood loss of 190cc. The operator administered tpa to the access. No medical intervention was required for the blood loss.